Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified high readings on the adc device compared to unspecified readings taken on an unknown device. As a result, the customer reported experiencing malaise and a loss of consciousness. The customer was unable to self-treat and was seen by a healthcare provider where unspecified treatment was rendered for treatment. There was no report of death, serious injury, or mistreatment associated with this event. Additionally, the customer received sensor scan results of 350 mg/dl compared to readings of 39 mg/dl respectively obtained on a built in meter and the results, when plotted on a parkes error grid, fall into the e zone, showing the difference in values to be clinically significant.